Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported an error alarm on the insulin pump. Customer stated that the insulin pump was not stored or out of use for an extended period of time and that the alarm did not occur shortly after inserting a new battery. The blood glucose reading was 272 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip and minor scratches on display window. An error alarm noted after battery change due to a leaky voltage of a capacitor on the interface board.